Manufacturer narrative:
The insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Detailed trace analysis or pump history confirmed power error alarm was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector at connector board, the insulin pump was monitored and functioned properly. The insulin pump was received with minor scratched lcd window, scratched case and pillowing keypad overlay. (B)(4).

Event description:
The customer reported via phone call that her pump alarmed power error. Her blood glucose was 176 mg/dl at the time of the incident. She said that the alarm occurred while she was asleep but had received a meter blood glucose alarm because it was time for her to calibrate her sensor. Power error alarm detected troubleshooting was performed and she was able to connect the sensor back again. The customer called back later the same day stating that she had received three power error alarms and had already called about the issue this morning. The customer¿s blood glucose was 336 mg/dl at the time of the last incident and she declined troubleshooting because she said that she knew why she was high. The customer said that she was at work, came home, went to bed and received the first power error alarm. She received another one while she was at work. Power error alarm troubleshooting was attempted but because the customer had already called about the same issue earlier that day, she was advised that the pump would be replaced. The insulin pump was returned for analysis.